Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there were three occurrences where the vitrector did not cut. Aspiration was present. No product samples are available for evaluation. Additional information has been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No probe sample was returned for evaluation for the report of not cutting; therefore, the condition of the product could not be verified. Because a sample was not retained by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).